Event description:
Customer reported on (B)(6), 2014, the insulin pump kept draining the battery and it took about 30 minutes to power on. Customer stated the device turned on, was about to fill the device and it turned off. Troubleshooting was performed. Customer's blood glucose was 167 mg/dl. Customer reported the insulin pump sometimes alarmed battery off and others it will just shut off. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump was received with blank display due to corroded battery tube and corroded battery cap contact. Unable to confirm battery out limit, low battery life, or unexpected off no power alarms noted due to blank display. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.